Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The use of accessory products and usual wear time of 7 days was discussed with the end user. It was recommended to end user to contact physician for prescription of nystatin powder. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. No additional event/patient details have been provided to date. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End user reported red irritated area noted outside of tape border. Upon evaluation area begins under the tape border and extends outward away from tape border at 0500.